Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10.the product under investigation is not a serviceable device. Therefore, a service record review was not performed. The ophthalmic laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation.the ophthalmic laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. A fit check was performed with a trocar and no resistance was noted. The outer diameter of the cannula and the length of the tip were measured and found to meet the specifications of 0.0250 - 0.0258 inches and 0.995 - 1.075 inches, respectively. The returned sample was connected to a calibrated system and was successfully recognized. The sample was then fired and found to have conforming aiming and laser beam images, subsequently both the aiming beam and laser beam output were found to meet specifications.the ophthalmic laser probe was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: 2023-58978

Event description:
Hold

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser probe was found to be defective during surgery. Procedure details and patient impact have not been provided. Additional information received indicated that ophthalmic probe could not get into the trocar.